Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and cycler set and the patient adverse event. Additionally, there is no allegation of a device malfunction or leak with the cycler set reported for this event. The cause of the peritonitis was not determined. It is unknown if the patient¿s caregiver had a breach in aseptic technique. The liberty select cycler can be excluded as the cause of the peritonitis. However, with no growth resulting from the pd effluent cultures and no determination if there was a breach in aseptic technique, it cannot be concluded if the liberty cycler set caused or contributed to the peritonitis event.

Event description:
It was reported that a patient on peritoneal dialysis (pd) for renal replacement therapy was hospitalized with peritonitis. The patient went to the hospital with complaints of abdominal pain. The patient reported feeling the pain upon discharge five days prior. The patient assumed that the pain was related to constipation and did not report it to their clinic. The patient¿s pd effluent culture resulted in no growth but white blood cell count was elevated at 122 (unknown units). The patient was initiated on antibiotic therapy with ciprofloxacin (route, dose, frequency and duration unknown). Additional hospital course is unknown and the patient was discharged nine days later on oral ciprofloxacin 250 mg, 2 times a day for seven days. The cause of the peritonitis has not been determined. The patient¿s spouse is the caregiver and sets up all pd treatments. It is unknown if there was a breach in aseptic technique. The patient stated they were unaware that the hospitalization was for peritonitis although the attending physician reported having multiple discussions with the patient regarding peritonitis. The patient assumed they were hospitalized for constipation. There is no documentation for treatment of constipation. There was no report of any issues with the liberty select cycler or cycler set documented for this peritonitis event.